Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/12/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, difficulty with stairs, sleep disturbance, unable to work, walks with cane at times, no longer able to hike or take walks with husband. Revision surgical note reported the patient with adverse local tissue reaction, grayish material, and alval. Part/lot updated. The complaint was updated on: may 3, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See report for any product information received. This complaint is the subject of litigation or a legal claim and complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient suffers from a number of different complaints including constant right hip pain and tenderness, loss of agility, and loss of balance. Patient also suffers from sciatica in her right leg and experiences numbness and tingling in her right foot. Patient has sleep disturbances as she is awakened by pain frequently. Patient has difficulty climbing the stairs and requires the assistances of a cane to ambulate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. Per wi-3430 it has been determined that should related reports be identified a DHR review is not required. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions.